Event description:
It was reported that: "when opening lot #25849201 the foam insert that contained the screws, was stuck to the wrapper. This caused the screw to fly out of the package when trying to open it. We ended up using the implant lot #25849201 but not the screw because of this we had to open second implant lot #29822501 for the screw."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.